Manufacturer narrative:
The event of high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had lost effective therapy due to high impedances. The patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was replaced. The issue was resolved and the patient had effective therapy post op.